Event description:
The device was returned for analysis after being explanted for normal battery depletion indicators. The device subsequently tested out of specification during the manufacturer's analysis. No patient complications have been reported as a result of this event